Event description:
The user facility reported their challenge 22 surgical light became very hot during a procedure and went out. The light was turned off and the user facility has not been able to turn the light back on since the event. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the lighting system, and identified the surgical light's brushes lost tension over time causing the lamp to overheat and go out. The commutator then melted from the change in the electric current. The technician replaced the brushes and the unit was returned to service according to specification. The surgical light is approximately (B)(6) years old and is subject of a december 2008 obsolescence notice; a quote for a new surgical light will be offered to the use facility. The surgical light was installed on 4/29/1991 and is not under steris contract agreement for maintenance or service.